Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-87006) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a premature ventricular contraction procedure, an inquiry decapolar catheter was advanced in the coronary sinus and is alleged to have caused a pericardial effusion. The patient became hypotensive and a pericardiocentesis was performed. The patient stabilized and was brought to recovery. There were no alleged performance issues with the inquiry decapolar catheter.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-87006) is an ous configuration not available in the us and is therefore not referenced in the gudid database.